Event description:
It was recommended that the patient undergo implant replacement for the left breast due to implant rotation, as confirmed by magnetic resonance imaging (MRI).

Manufacturer narrative:
Clinically, apparent rotation more commonly occurs when an implant flips back to front the back surface of the implant becomes anterior. Patients with this problem usually report suddenly noticing a difference in the appearance of their breast(s). (Ahmad & lista, 2017). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU. Motiva. Health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "anterior/posterior malposition, also called flipping, has been described to occur more frequently with cohesive gel implants. The shape of the breast is lost because the flat base of the implant is positioned anteriorly, deforming the breast of the patient. It has been reported in the literature that the interaction between breast envelopes, physical characteristics of the implant, and the pocket dissection is the cause of malposition. Other theories include the involution of the breast tissue. Regarding the implant characteristics, it has been associated with the presence or absence of texturing, the shape/profile of the implant, and the gel-filling ratio. Other factors such as infection, hematoma, capsular contracture, dissection, surgeon´s experience, physical activity, and external manipulation of the implant could potentially contribute to the development of this complication. T flipping can be treated with bimanual manipulation in the office and can be repeated in recurrent cases. However, in some cases, it may be necessary a revision surgery to reduce pocket dimensions". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contibuted to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental medwatch.

Manufacturer narrative:
There was a relationship between the reported events and the device based on review of the evidence provided. A clinical evaluation of the report and evidence was executed, and a left implant rotation, was confirmed and extrusion was not confirmed. A complete review of the DHR for lot 18010711 as carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. · potential factors unrelated to the manufacture of the device that may lead to rotation,extrusion,rupture include, but are not limited to: extrusion: lack of adequate tissue coverage. Previous trauma or infection. Rotation: dissection. Physical activity. External manipulation of the implant. Surgical factors. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows:¿ rotation ¿ anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Flipping can be treated with bimanual manipulation in the office and can be done repeatedly in recurrent cases. However, in some cases, revision surgery may be necessary to reduce pocket dimensions. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue. Regarding implant characteristics, flipping has been associated with the presence or absence of texturing, implant shape/profile, and the gel-filling ratio (i.e., to what degree the implant has been filled). Other factors such as infection, hematoma/seroma, capsular contracture, dissection, surgeon¿s experience, physical activity, and external manipulation of the implant could potentially contribute to the development of this complication. Extrusion: lack of adequate tissue coverage, local trauma or infection may result in exposure and extrusion of the implant. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary, which may result in additional scarring and/or loss of breast tissue. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection the alleged events is a risk associated with breast implant surgery and there is no evidence to suggest a link between the breast implants and/or their manufacturing process with this condition. Establishment labs will continue to monitor for similar complaints/trends.¿